Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, reports (con): additional information was received from the healthcare provider. It was reported that the diagnosis was ins failure. Patient was complaining of the problems with his spinal cord stimulator for the last 2 months. It would unexpectedly shut off and turn on. Patient had trouble recharging the device; after multiple interrogations of the device and checks, they could not figure out what was happening to ins. The decision was to remove it for further investigation. Procedure took place (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) chronic low back pain. It was reported that the patient's first ins was removed because it did not work and patient's backturned black. No patient symptoms or complications were reported in this event.